Manufacturer narrative:
(B)(4). Date of event estimated as date of publication. Date of implant estimated. There was no reported product deficiency and the product was not returned. The reported patient effects of myocardial infarction and thrombosis are listed in the xience v everolimus eluting coronary stent system instructions for use, as known patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The additional adverse patient effect of death referenced is being filed under a separate medwatch report number. Article, outcomes after revascularisation with everolimus- and sirolimus-eluting stents in patients with acute coronary syndromes and stable angina pectoris: a substudy of the sort out IV trial.

Event description:
This event was captured based on literature review. It was reported that the aim of this substudy of 1,178 patients of the sort out IV trial was to compare clinical outcomes among patients with acute coronary syndromes (acs) and stable angina pectoris (sap) treated with everolimus-eluting stents (ees) or sirolimus-eluting stents (ses). At 18-month follow-up, patients with acs had higher rates of mace compared to patients with sap (8.1% versus 6.7%; hr=1.23, 95% ci: 0.93-1.62). Mace did not differ significantly between acs patients treated with ees or ses (7.3% versus 8.9%; hr=0.81, 95% ci: 0.54-1.22) nor between sap patients treated with ees or ses (6.9% versus 6.5%; hr=1.05, 95% ci: 0.71-1.55). 2.6% total lesion revascularization; 4.3% total vessel revascularization; 2.1% myocardial infarction; 2.4% stent thrombosis; 2.8% cardiovascular death; 4.5% all cause death.

Manufacturer narrative:
(B)(4).